Event description:
It was reported the patient experienced ineffective stimulation. X-rays were performed and confirmed the lead had migrated down one level. Reprogramming was tried to no avail. Surgical intervention was undertaken during which the existing lead was explanted and replaced. Effective therapy was resumed post procedure.